Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad buttons responded properly. Related to the complaint, the bolus button cover was torn while the bolus button was operational. Unrelated to the complaint, it was observed that the display was dim with a pinkish contrast.